Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the lv lead was reprogrammed to the unipolar configuration. Once this occurred, the lead was able to effectively pace in the left ventricle. It is believed that the anode ring of the lead is damaged as the lead cannot pace and exhibits high out of range pacing impedance measurements in the bipolar configuration. The device and lv lead remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a normal patient follow up, it was noted that the pacing impedance measurements on this left ventricular lead had increased to above 2,000 ohms. In addition, the pacing threshold measurements were out of range which was leading to loss of capture and desynchronization of biventricular pacing. The patient reported experiencing weakness and difficulty doing daily activities. No additional adverse patient effects were reported.